Manufacturer narrative:
The reported information and the log files were analyzed. During the log file analysis, it could be confirmed that the device conducted two warmstarts on 27th of november. No hardware error could be found during the investigation, therefore no precise root cause could be determined. Further, a long term running test did not reveal any malfunction. Most likely an external disturbance due to electrostatic or electromagnetic effects above the immunity levels according to iec 60601-1-2, which were valid at the time of device sale caused a malfunction. The device reacted to a detected deviation as specified and performed a warmstart in an attempt to solve the issue. During a warmstart the screen is switched to dark and an emergency-breathing valve opens to allow for spontaneous breathing. This is accompanied by an audible alarm. After successfully performing the reboot (duration approx. 8 seconds) the ventilation is continued with the set parameters. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported by the user that on 27th of november, at 9:00 & 15:30, there was a short noise and the user can't state whether the display blacked out or not and whether a breath was skipped because it was too quick. There was no injury reported.